Event description:
Air was aspirated during an atrial fibrillation procedure. Flushing was possible without any issues before inserting the sheath into the patient. After inserting the sheath into the heart followed by the non-abbott catheter (acunav) and taciflex se catheter, the infusion pump was connected to the sheath and the irrigation was started at a rate of 20 ml/h. At that time, the occlusion alert sounded and air was aspirated from the three-way stopcock. The issue was checked, but the occlusion alert could not be cleared. The sheath was replaced with a non-abbott steerable sheath and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.